Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4556 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we are noticing with the 3 french single lumen piccs the markings indicating placement are wearing off after a few dressing changes. This is a concern, as it becomes difficult to ensure that a PICC line is still central with dressing changes."